Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 110mg/dl and 115mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Customer performed a back to back blood test 340mg/dl and 358mg/dl not fasting. Reviewed meter memory (B)(6). Customers concern: all results from meter's memory 149, 383,392 ,264 , 411 .

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 110mg/dl and 115mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Customer performed a back to back blood test 340mg/dl and 358mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern:all results from meter's memory 149, 383,392 ,264 , 411.